Event description:
It was reported that on (B)(6) 2026, during reprocessing, the gastrointestinal videoscope tested positive for 1 colony forming units (cfus) of staphylococcus warneri and filamentous fungus, and 2 cfus of mesophilic aerobic flora. The device was retested on (B)(6) 2026, and it tested positive for 2 cfus of rothia kristinae, 4 cfus staphylococcus pasteuri, 18 cfus staphylococcus warneri, and 24 cfus mesophilic aerobic flora. The device was tested again on (B)(6) 2026, and tested positive for more than 13 cfus staphylococcus warneri and 13 cfus total mesophilic aerobic flora. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.